Event description:
Device 1 of 2 : reference MFR. Report#: 3006705815-2018-02532. Additional information received indicated the patient underwent allergen kit testing and no triggers were identified. Patient was referred to an allergist.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 3006705815-2018-02532. It was reported the patient developed a rash around the torso following an scs system permanent implant procedure on (B)(6) 2018. As such, the patient was prescribed steroids and benadryl. The patient was also advised to turn therapy off by the physician. Additional information revealed the patient reported the rash had cleared and therapy remained off. On (B)(6) 2018 a company representative met with the patient and the system was turned back on to determine if the issue persists. The next day, patient reported the rash returned. On (B)(6) 2018, the patient presented to the ER due to his throat swelling. The patient was treated with anti-inflammatory medicine and the swelling subsided in 4-5 hours. The stimulator was off at the time. The system will remain off and the patient will be referred to an allergist and will then be re-evaluated.